Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during initial setup the ilet pump became stuck in the fill tubing workflow, allowing the user to select no, unlock the screen, and initiate fill tubing, but not to select yes to exit the fill tubing cycle, which prevented completion of training; the device was replaced. Symptoms included no reported clinical effects. Outcomes included no impact to the user¿s health and no hospitalization. Investigation included complaint intake review and device replacement logistics and inspection of the returned device. Failure investigation revealed no fault found with the device.